Event description:
The reported event does not meet the MFR's medical device reporting guidelines. However, due to the publicity this event has received, the MFR felt it was prudent to inform the FDA via the medwatch reporting system. The user felt it was necessary to file a medwatch report. No pt involvement was reported.